Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor was providing readings in the mobile app but was not transmitting values to the ilet pump, consistent with a cgm-to-pump pairing failure. Symptoms included no glucose data displayed on the pump. Outcomes included temporary loss of automated glucose control on the pump until data transmission resumed. Investigation included guided troubleshooting and education, which involved confirming the correct pairing code on the pump, toggling the cgm type between g6 and g7, restarting the pump, and re-entering the pairing code with instructions to wait for data to populate. Investigation of this case revealed a suspected communication between the cgm and the pump, with resolution steps completed and no further assistance requested. It was concluded, based on previously established findings for similar reports, that the cause was routine connectivity behavior consistent with device pairing processes.